Manufacturer narrative:
(B)(4). Concomitant medical products: 110024464, g7 dual mobility liner 44mm f, 123300, 010000705, g7 bonemaster ltd acet shl 56f, 3770228, gm09005-200-01, global ceramic femoral head, 1710ch-3, gm08001-203-09, global paragon collared pcha, 178ps-169. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient's right hip was revised four days post implantation due to dislocation. Surgeon removed head and bearing. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of x rays. X-ray review identified superior dislocation of the femur from the acetabular cup. It was found that the femoral head appears slightly smaller for the size of the cup. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.